Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed per for functional verification of patient adapter with no issue. The reported problem was not verified because leak testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy was reported to be from (B)(6) 2016 to (B)(6) 2016. The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.